Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician noticed that the tip of the cat8 was kinked. Therefore, the procedure was completed using a new cat8.

Manufacturer narrative:
Results: the returned device was kinked at approximately 104.0 cm and 109.0 cm from the hub. The device was ovalized at approximately 17.0 cm, 24.0 cm, 101.0 cm, 102.0 cm, 108.0 cm and 112.0 cm from the hub. During functional testing, a 0.088¿ mandrel was inserted into the returned cat8 and the mandrel was able to advance through the cat8 with some resistance due to the kinks and ovalizations on its length. Conclusions: evaluation of the returned cat8 confirmed a kink on its distal shaft. If the device is forcefully retracted at extreme angles from its packaging or otherwise mishandled during preparation, damage such as a kink may occur. Further investigation revealed an additional kink and ovalizations along the length of the returned cat8. These damages were likely incidental and may have occurred during packaging for returned to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.